Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital with dizziness, fatigue and feelings of general malaise. Interrogation revealed a loss of right ventricular pacing and a significant increase in low voltage impedance. The physician elected to explant the lead. During the explant procedure, the lead fractured and a locking stylet could not be inserted. The lead was partially explanted. A new lead was implanted. The patient was stable.